Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a discrepancy with t:connect and the pump activity. During troubleshooting with tandem's technical support, it was indicated that the customer's fill estimate was inaccurate and that there was no issue with the pump history or t:connect data. The customer's blood glucose level was not impacted. Recommendation was made for the clinical diabetes specialist to review the load process with the customer.